Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon's administrator initially reported the shunt hit the patient's eye and fell out. She stated they opened a new shunt and inserted it at a different angle. On (B)(6) 2010, the surgeon reported he injected the shunt, but it did not feel secure and immediately fell out of the patient's eye. He stated he completed the procedure with another shunt at a location 180 degrees from the original incision. He noted the patient is doing well. Additional information has been requested.